Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 72 mg/dl at the time of the incident. The customer stated customer took the pump off to ride his bike and the pump fell and then the screen stopped working completely. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.